Event description:
The line was placed in 2007. On two days later, the heart rate dropped and pt was coded. The facility suspects the svs was perforated at time of placement. The line was removed, and pt is doing okay now.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review showed no other similar product complaint file(s) from this lot.